Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes there was an underfill or low draw of a tube with blood. The following was reported by the initial reporter: when collecting blood samples from the patient, it was found that the vacuum blood collection tube (yellow cap) had insufficient negative pressure. 5ml of blood should be collected in one puncture, but only 0.5ml was collected. The vacuum blood collection tube was replaced and completed. Take blood. No adverse effects were caused to patients.

Manufacturer narrative:
E.1. (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were functionally evaluated for draw volume testing and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low/no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.